Manufacturer narrative:
No report of patient involvement. This reported complaint was troubleshot over the phone with ge healthcare technical support. The leak originated from the flow control valve in the vent engine. The hospital biomedical engineer replaced the vent engine, and the unit was returned to service. No report of patient involvement. This reported complaint was troubleshot over the phone with ge healthcare technical support. The leak originated from the flow control valve in the vent engine. The hospital biomedical engineer replaced the vent engine, and the unit was returned to service.

Event description:
The hospital reported that the unit failed a pre-use leak test, the leak was about 9lpm. There was no report of patient involvement.